Event description:
It was reported that: pt has been experiencing an ache in her hip area. Pt is also experiencing twinges in the groin area. Pt has had MRI, and blood testing for cobalt and chromium. Pt is reporting that the doctor is reporting that the levels are currently elevated. Pt also states that doctor wants to aspirate the fluid in her hip because she has an infection in the hip area. Doctor also wants to have another blood test done to check the levels of chromium and cobalt in her blood.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.